Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert, incomplete load sequence alert and a resume pump alarm. Due to the customer's "frustration with clearing the alerts/alarm, the customer disconnected from the pump. The customer changed the pump supplies to clear the alerts/alarm and insulin delivery was resumed. Blood glucose was 562 mg/dl. The customer inquired on how to turn off the alerts/alarm. Tandem technical support educated the customer on what the alerts/alarm meant and how to clear them. The order in which the alerts/alarm occurred were a valid as per the user guide. The customer acknowledged the information.